Manufacturer narrative:
Product ID 8703w lot# l82058 implanted: (B)(6) 2000 product type catheter; product ID 8598a serial# (B)(4) implanted: (B)(6) 2012 product type catheter. (B)(4).

Event description:
It was reported that following a pump replacement on (B)(6) 2012 the patient was admitted to the hospital on (B)(6) 2012 with symptoms of oversedation. It was initially reported by the admitting healthcare provider (hcp) that the patient was on several medications and they were unsure of what was causing the oversedation, but wanted to decrease the dose of the pump. In addition all other medications which could cause sedation were withheld. It was later reported that when the patient had underwent the pump replacement on (B)(6) 2012, the neurosurgical hcp had decided to initially replace the catheter in addition to the pump; and the neurosurgeon did not change the patient's dose because 'it had csf on the catheter'. Later the patient appeared to be in overdose. The patient was sedated and very sleepy as a result of too much drug. A physician had taken the patient off all of her pills that could make her sedated, and despite having done that, the patient remained 'really sedated'. After consulting with the pump management hcp, the pump medication was reduced on (B)(6) 2012 by 100mcg and again on (B)(6) 2012 another reduction of 100mcg was programmed. The total dose reduction was 200mcg. No further dose reduction took place after the two reductions because the physician indicated the patient was 'brighter'. The patient was further noted to have been without injury. The medication in the pump was lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.